Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were some cracks on the main body of the minicap transfer set. There was patient involvement; however, no patient injury or medical intervention was associated with this event. No additional information is available. This is report 6 of 7 associated with this event.